Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl and was hospitalized on (B)(6) 2018. The customer current blood glucose level was 121 mg/dl. Customer was not wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for the analysis.